Event description:
The lay user/patient contacted lifescan alleging the meter displays error 2 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The (B)(6) male patient received a precise stent in the right internal carotid artery. The notification received for the (B)(4) study indicated that the patient experienced a myocardial infarction the same day as the index procedure. Addendum (09/21/2010): the patient began having chest pain at the end of the index procedure. His pain was mild initially but worsened after the angioguard was removed and continued until he was moved to the ICU. His pain completely resolved after ntg and morphine were given. He didn't require any further pain meds or ntg. Patient was weaned from his dopamine that had been started during the index procedure. The exact time of the mi is impossible to determine since patient didn't have abnormal troponins until the 8 hour lab was drawn. He recovered uneventfully and did not require any further treatments or procedures.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.